Manufacturer narrative:
User facility (uf) report # 3400300000-2020-00002 was received on 09nov2020. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(4), and the reported events could not conclusively be established through this evaluation. The account communicated that a small tear was noted to the patient¿s driveline. According to the account, the driveline was repaired with tape. The patient remains ongoing on heartmate ii lvas, serial number: (B)(4). The relevant sections of the device history records for (B)(4) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08jun2011. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a small tear was noted to the driveline on (B)(6) 2019. Tape was required to prevent permanent damage. No additional information was provided.